Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-apr-2023. H.6. Investigation summary: it was reported one needle was blocked. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. The photo shows five needle assemblies with no plastic shield and connected to what appears to be a testing fixture. Four needles have bubbles, and one needle does not. No other information could be obtained from the photo. It could be possible the needle became clogged during the manufacturing process and was not detected during the processes. A device history record review was completed for provided material number 302047, lot 0045066. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd microlance hypodermic needle the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: on 09mar-2023, during incoming inspection for pn 9080101 batch 0045066 found: from 125 samples 1 needles found blocked.

Manufacturer narrative:
H6: investigation summary: it was reported one needle was blocked. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows five needle assemblies with no plastic shield and connected to what appears to be a testing fixture. Four needles have bubbles, and one needle does not. No other information could be obtained from the photo. A device history record review was completed for provided material number 302047, lot 0045066. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported while using bd microlance hypodermic needle the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: on 09mar-2023, during incoming inspection for pn 9080101 batch 0045066 found: from (B)(4) samples (B)(4) needles found blocked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance hypodermic needle the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: on 09mar-2023, during incoming inspection for pn 9080101 batch 0045066 found: from 125 samples 1 needles found blocked.